Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level; cause was not known. Customer's continuous glucose monitor read ¿high¿, however, a specific bg value was not provided. A correction bolus was delivered, and the infusion set was changed to address the bg level. The customer declined further troubleshooting from tandem technical support.